Event description:
Customer reports that during removal of patties from a spine case, the string was missing from a surgical pattie. The string could not be located in the wound site in spite of extensive searching. It is not known if the string was still in wound site when they colsed the pt. The pattie was identified as a 1/2 x 1/2" device. Lot number is not known. The device was provided by a kit packer (baxter).